Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, the surgeon did not use the operation button on the device, but the rotation continued. Another power handles and adapter was used to complete the procedure. There was no patient injury.